Event description:
It was reported, the pt experienced discomfort due to the ipg being superficial. Subsequently, the pt underwent surgical intervention. During the procedure, the ipg pocket was made deeper and the device was replaced at the physician's discretion. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.